Event description:
This notification is being reviewed due to an allegation from the user of a rep dreamstation auto CPAP device. The user alleges their provider has advised them, that due to the device not helping the patient to breathe properly and due an increase in apneas through the night. That the device is not working correctly. The patient states their partner has noticed they stop breathing through the night more often. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The user alleges their provider has advised them, that due to the device not helping the patient to breathe properly and due an increase in apneas through the night. That the device is not working correctly. The patient states their partner has noticed they stop breathing through the night more often. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. During the evaluation, secondary findings was observed. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service center. There was 1 error code found. The third-party service center concludes that they couldn't confirm the customer's allegation and there were no visible foam degradation and unit got corrected. Box h: problem code grid, evaluation method code grid, evaluation results code grid, conclusion code grid has been updated.